Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 10.4-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.4-40.5cm from the distal tip, consistent with lead friction to the suture sleeve. The etfe coating was intact at these locations. Reliability laboratory technician. St. Jude medical crmd reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.